Manufacturer narrative:
There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: sathanandam, s., philip, r., gamboa, d., van bergen, a., ilbawi, m., knott-craig, c., . . . Cuneo, b. (2016). Management of hypoplastic left heart syndrome with intact atrial septum: a two-centre experience. Cardiology in the young, 26(6), 1072-1081. Doi:10.1017/s104795111500179. As per this article: "none of the patients required extracorporeal membrane oxygenation support before catheterisation in group 2, whereas three patients required extracorporeal membrane oxygenation support post-procedure secondary to cardiac tamponade that was managed with pericardiocentesis in each case without subsequent sequelae." Separate MDR reports have been submitted for the devices mentioned in the article. The MFR report number for the protrack microcatheter is 9710452-2020-000011.